Event description:
It is reported that when the nurse opened the sterile package there was a hair.

Manufacturer narrative:
Eval: only the opened device without the packaging was returned for review. The presence of a hair like substance could not be confirmed. Exact cause cannot be determined. (B) (4). Total number of events: 4. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of the complaint files.